Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic anaemia ("hemorrhagic anemia") in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). . On (B)(6) 2016, 2 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines"), weight increased ("weight gain"), constipation ("constipation,") and decreased appetite ("loss of appetite"). On (B)(6) 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and myalgia ("muscle ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved and the haemorrhagic anaemia, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, constipation, decreased appetite, depression, dysmenorrhoea, fatigue, female sexual dysfunction, haemorrhagic anaemia, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters information updated .events :abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches,nausea, nickel allergy, dysmenorrhea (cramping), lower abdominal pain, fatigue, weight gain, gastrointestinal or digestive system condition type:constipation, loss of appetite: anemia, muscle aches,hair loss, rashes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic anaemia ("hemorrhagic anemia") in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included morbid obesity. In april 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In may 2016, the patient experienced migraine ("migraines"), weight increased ("weight gain"), constipation ("constipation,") and decreased appetite ("loss of appetite"). On (B)(6) 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and myalgia ("muscle ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved and the haemorrhagic anaemia, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, constipation, decreased appetite, depression, dysmenorrhoea, fatigue, female sexual dysfunction, haemorrhagic anaemia, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and haemorrhagic anaemia ("hemorrhagic anemia") in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2016 she performed pelvic x-ray. Concurrent conditions included morbid obesity. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"), 2 days after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines"), constipation ("constipation,") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and myalgia ("muscle ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and rash ("rash"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved and the haemorrhagic anaemia, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, constipation, decreased appetite, depression, dysmenorrhoea, fatigue, female sexual dysfunction, haemorrhagic anaemia, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and blood loss anaemia ('hemorrhagic anemia') in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6)2016 she performed pelvic x-ray. Concurrent conditions included morbid obesity. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"), 2 days after insertion of essure. On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2016, the patient experienced migraine ("migraines"), constipation ("constipation,") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced blood loss anaemia (seriousness criterion medically significant) and myalgia ("muscle ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), dysuria ("the pain trying to pee is 20 mins each time."), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and bradykinesia ("moving very slow"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved and the blood loss anaemia, rash, dysuria, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia and bradykinesia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, blood loss anaemia, bradykinesia, constipation, decreased appetite, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media-urination pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: new social media received- new event urination pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with multiple fact of acute inflammation') and pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2016 she performed pelvic x-ray. Concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"), 2 days after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines"), constipation ("constipation,") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced blood loss anaemia ("hemorrhagic anemia") and myalgia ("muscle ache"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), dysuria ("the pain trying to pee is 20 mins each time."), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), bradykinesia ("moving very slow") and ovarian cyst ("she was having cyst on left ovary"). The patient was treated with surgery (,oophorectomy and laproscopic bilateral salpingectomy and oophorectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, blood loss anaemia, rash, dysuria, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia, bradykinesia and ovarian cyst outcome was unknown and the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, blood loss anaemia, bradykinesia, constipation, decreased appetite, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media-urination pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: mr received. Reporter information added. Event: fallopian tube with multiple fact of acute inflammation added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with multiple fact of acute inflammation') and pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2016 she performed pelvic x-ray. Concurrent conditions included morbid obesity. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"), 2 days after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2016, the patient experienced headache ("headaches"), migraine ("migraines"), constipation ("constipation,") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced blood loss anaemia ("hemorrhagic anemia") and myalgia ("muscle ache"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), dysuria ("the pain trying to pee is 20 mins each time."), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), bradykinesia ("moving very slow") and ovarian cyst ("she was having cyst on left ovary"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and oophorectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, blood loss anaemia, rash, dysuria, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia, bradykinesia and ovarian cyst outcome was unknown and the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, blood loss anaemia, bradykinesia, constipation, decreased appetite, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media-urination pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. D14835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2016 she performed pelvic x-ray. Concurrent conditions included morbid obesity. In april 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / excessive bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain/left lower abdomen pain"), 2 days after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In may 2016, the patient experienced headache ("headaches"), migraine ("migraines"), constipation ("constipation,") and decreased appetite ("loss of appetite") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced blood loss anaemia ("hemorrhagic anemia") and myalgia ("muscle ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), dysuria ("the pain trying to pee is 20 mins each time."), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), bradykinesia ("moving very slow") and ovarian cyst ("she was having cyst on left ovary"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, dysmenorrhoea, myalgia and abdominal pain lower had resolved and the blood loss anaemia, rash, dysuria, hypersensitivity, headache, depression, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue, weight increased, constipation, decreased appetite, alopecia, bradykinesia and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, blood loss anaemia, bradykinesia, constipation, decreased appetite, depression, dysmenorrhoea, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media-urination pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " she was having cyst on left ovary" was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery company causality comment : incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.